Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced low blood glucose levels. The customer stated that the insulin pump alarmed calibration error and change sensor. The blood glucose reading was 112 mg/dl. The customer noted that she had a low glucose reading of 40 mg/dl, although it was unclear whether this was a sensor or blood glucose reading. Upon troubleshooting, the customer was advised that the sensor be replaced. She was advised to change the insertion site of the sensor. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test. The sensor passed per specifications. Performed bicarbonate buffer test, and the sensor passed with accurate readings.